Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate control solution results of "152, 126, 128 and 118 mg/dl". As the patient did not have test strips available, it was not possible to confirm the actual control solution range. This complaint is being reported because the reported results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.